Event description:
**Update** (B)(4) 2013 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening and blackened tissues. There is no additional information that would affect the outcome of this investigation.

Event description:
Litigation alleges patient had pain, physical injury and bodily impairment after asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update: 2/14/2014- medical records received. Patient was revised to address synovitis, elevated metal ion levels, acetabular loosening, milky fluid, wear debris, and effusion. The information received does not change the MDR decision.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.